Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records received confirmed that during a hip arthroplasty revision of the femoral stem, the patient's femur fractured and required cables. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision procedure, the patient¿s bone was fractured while removing the femoral component. Cables were used to secure the fracture site. Attempts have been made and additional information on the reported event is unavailable at this time.